Event description:
It was reported that the parents of the pt said that the pt was able to hear sound after the implant surgery, but not to good effect. Six months later, the parents reported that the pt can no longer hear any sound. Med-el staff exchanged his external equipment, but he could still not hear anything. The pt attended the clinic for different tests, all of which showed that everything is ok, but the pt was still not able to hear any sound. After a year's use of the device, there is still no change. The pt's doctor suggested trying a different type of electrode by means of re-implant surgery.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.